Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). A replacement surgery was performed to remove and replace all the aus components. The procedure was successfully completed. A full recovery is expected for the patient.